Event description:
It was reported that the pt was seen in clinic in 2007 at which time she was scheduled for pump replacement in some few days later. During surgery, the hcp was unable to get telemetry with the old pump due to a "dead battery"; no alarms had been noted. The hcp was uncertain if the pt was getting drug therapy as she did not show any signs of withdrawal prior to replacement. The pump was replaced and the new pump was programmed. Although, the prior dose was unknown as there were no readings from the old pump. The pt experienced withdrawal approximately 48 hours after surgery with subsequent recovery (see manufacturer's report #: 3004209178200703756).

Manufacturer narrative:
This report is being filed due to an internal audit.